Event description:
It was reported that during an unknown procedure that device would not fire. Unknown if the procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # 454a58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage with one reload present. The ledge of the lockout showed indentation. The reload was received fully loaded with staples, with the washer uncut and with the driver's and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The event described could not be confirmed as the device performed without any difficulties noted. Regarding to lockout shelf indented, is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instructions for use for the complete guide loading and reloading the instrument. A manufacturing record evaluation was performed for the finished device batch number 454a58, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.